Manufacturer narrative:
Full e1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the (insert scope name) was insufficiently reprocessed. The scope was reprocessed while mold was present in the water filter of the endoscope reprocessor. The issue occurred during reprocessing and there were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, g3, h2, h6, h11.

Event description:
No additional information received from customer.